Manufacturer narrative:
H10: out of 19 reported malfunctions, eleven were reassessed for reportability and determined to be no longer reportable. H10: the lot number was provided for 8 out of 9 malfunctions, therefore, a lot history reviews were performed. The devices were not returned for the 8 reported malfunctions; however one device was returned and evaluated. The investigation for the 7 reported malfunctions were inconclusive for the alleged inability to aspirate issue. One malfunction is inconclusive for the reported obstruction of flow and blocked connection issue. The remaining malfunction is inconclusive for the alleged suction issue and obstruction of flow. A definitive root cause could not be determined based upon available information. The devices were labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicated that the model 0603870c implanted ports allegedly experienced unable to be aspirate. The information was received from various sources. All the malfunctions involved patients with no known impact to the patients. Of the nine reported malfunctions, four female ages were reported from 45 to 69 years and two male ages were ranged from 45 to 69 years. The remaining patients age, weight and gender were not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that the model 0603870c implanted ports allegedly experienced unable to be aspirate. The information's were received from various sources. All the malfunctions involved patients with no known impact to the patients. Of the reported four malfunctions, a female patient was 45 years old and two male patients' age were 50 and 54 years. The remaining patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the reported 19 malfunctions, 15 were reassessed for reportability and determined to be no longer reportable. H10: of the reported four malfunctions, lot number were provided for three malfunctions and the lot history review were performed. For one malfunction the catalog number was updated as unk port. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, for three malfunctions the investigation is inconclusive for the reported suction problem and for one malfunction it was determined to have and inconclusive for obstruction of flow(a1409) and blocked connection(a1201). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the 18 malfunctions was provided and a lot history review will be performed. Of the 19 malfunctions, 3 samples were returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. (Corporate lot numbers: unknown)

Event description:
This report summarizes nineteen malfunctions. A review of the reported information indicated that the model 0603870c implanted ports allegedly experienced unable to be aspirate. The information was received from various sources. All the malfunctions involved patients with no known impact to the patients. The sixteen patients ranged from 45-88 years of age. Of the reported patients, eight were male and eight were female. The remaining patient age, weight, and gender was not provided.